Event description:
Case 1 of 2: a physician's assistant reported to baxter sales rep that a doctor stated he was staying away from actifuse because he believed it may have caused two (2) infections. No additional information provided.

Manufacturer narrative:
(B)(4). Due to the lack of information, the case is not currently assessable and this case is being conservatively reported. Baxter is currently in the process of following up with the reporter for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Baxter contacted the customer to retrieve additional information however, the customer did not wish to provide any further information. Baxter (B)(4) completed the investigation. Sample evaluation and batch review could not be performed as no sample or lot number were available. No trend was identified. Based on the reported information and the medical assessment, the manufacturing facility determined no further investigation is necessary. The case will be kept on file for trending purposes.